Event description:
During surgery the tip of the femoral aimer broke off and was left in the patient. The surgeon decided not to try and retrieve the piece and informed the patient post-op. After surgery, the instrument was discarded by the staff. Neither the surgeon nor the staff reported this incident when it occurred. The patient told the insurance that the piece was still in the knee. No other information is available at this time.